Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted. This system was a replacement for an s-ICD system that was explanted in (B)(6) due to a fractured electrode. Defibrillation threshold (dft) testing was attempted to be performed, but the patient was not able to be induced into ventricular fibrillation (vf). After three attempts, a commanded shock was delivered to test the system and the shock impedance measurement was higher than expected, but not out-of-range, at 144 ohms. X-rays showed the device and electrode were well positioned. There was no air in the pocket and no layer of fat under the device to account for the high impedance measurement. The physician elected to explant the s-ICD system and implanted a transvenous ICD system instead. No adverse patient effects were reported. The explanted products were expected to be returned for analysis. [See MDR # 2124215-2020-06261 for details of the fractured electrode].

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted. This system was a replacement for an s-ICD system that was explanted in january due to a fractured electrode. Defibrillation threshold (dft) testing was attempted to be performed, but the patient was not able to be induced into ventricular fibrillation (vf). After three attempts, a commanded shock was delivered to test the system and the shock impedance measurement was higher than expected, but not out-of-range, at 144 ohms. X-rays showed the device and electrode were well positioned. There was no air in the pocket and no layer of fat under the device to account for the high impedance measurement. The physician elected to explant the s-ICD system and implanted a transvenous ICD system instead. No adverse patient effects were reported. The explanted products were expected to be returned for analysis. [See MDR # 2124215-2020-06261 for details of the fractured electrode]

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified a hole in the seal plug and body fluid contamination in the lead barrel; however, these observations did not impact the functionality of the device. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the high shock impedance measurements observed during the implant procedure.